Event description:
Clinician reported at post-operative appointment patient had discomfort at the implant sites 6 and 11. Implants lost integration. Non-integration.

Event description:
Clinician reported at post-operative appointment patient had discomfort at the implant sites 6 and 11. Implants lost integration. Non-integration.